Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
(B)(6) 2022 we were notified of a vt1 episode that delivered an inappropriate atp therapy due to apparent noise/twos. Trends showed an increase in shock impedance. Lead currently remains implanted. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Apparent noise on rv lead. Full lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.